Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical products: 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0, 320-20-00, (B)(4) - eq reverse torque defining screw kit, 320-15-05, (B)(4) - eq rev locking screw, 320-20-30, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 30mm, 320-20-26, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 26mm, 320-20-26, (B)(4) - eq rev compress screw lck cap kit, 4.5 x 26mm, 320-15-01, (B)(4) - eq rev glenoid plate, 300-01-09, (B)(4) - equinoxe, humeral stem primary, press fit 9mm, 321-20-00, (B)(4) - equinoxe reverse shoulder drill kit, 320-06-38, (B)(4) - glenosphere 38mm. Weight, ethnicity, relevant tests/laboratory data, other relevant history, and recall: no information provided.

Event description:
As reported, approximately 1 month post op the initial left tsa, this 72 y/o female patient was revised due to dislocation. The patient presented with a dislocated shoulder, unclear what caused the issue. The surgeon attempted a closed reduction but was unsuccessful. The patient was opened to evaluate the shoulder construct. The implants were all found to be fully engaged & solid. The surgeon trialed a 38mm +2.5mm constrained liner & found the shoulder to be stable throughout a full range of motion. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of revision for dislocation cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.